Manufacturer narrative:
As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: UDI: (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2026, this patient underwent endovascular treatment of a zone 5 descending aortic aneurysm and was implanted with gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system gore® excluder® aaa endoprosthesis implanted in the abdominal and thoracic aorta along with gore® viabahn® vbx balloon expandable endoprosthesis were implanted to treat the aortic main visceral vessels. The patient tolerated the procedure with good results. On april 29, 2026, it was reported that the patient expired; the physician reports the cause of death dead bowl/bowel ischemia. The physician does not allege any deficiency of the gore devices and states they all performed as intended and the procedure had been concluded with good technical results. Follow-up computed tomography had shown all devices to be patent, with no endoleak or indication of dissection.